Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
The reporter contacted animas on (B)(6) 2018 alleging all the keypad buttons were under responsive. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue can result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 17-apr-2019 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. All of the keypad buttons were responsive during testing. During investigation, the keypad was removed and no evidence of contamination was found under the keypad button contacts. Unrelated to the complaint, investigation revealed the audio bolus button cover was detached/missing. A bolus button leak was found with evidence of moisture corrosion on the bolus button contacts and transceiver board inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.